Event description:
Procedure type: anastomosis. According to the reporter: some staples did not close properly during the stomach anastomosis. The surgeon over-sew endoscopically to complete the procedure. No tissue or blood loss occurred, however, the surgical time was extended more than 30 mins due to suturing. No pt injury was reported or further pt details.

Manufacturer narrative:
The initial report for this incident was received on 07/25/2007 and was asr reportable. However, additional information received on 10/08/2007 made this an MDR reportable serious injury.